Event description:
It was reported, the ureteroscope had mechanical damage, noise, and sound. The stem had a break and was bent. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the cause of the reported issues was most likely due to the application of excessive force. The foreign bodies in the optical system and under the flat glass were due to a damaged image fiber. The image fiber was damaged because the outer tube was severely bent. Olympus will continue to monitor field performance for this device.